Event description:
During an in clinic follow up, episodes of oversensing were observed on the device. Technical support was contacted and noted the oversensing was due to myopotentials. Technical support recommended reprogramming and provocative testing. The device was reprogrammed as suggested and provocative testing was performed and no anomalies were noted following the reprogramming. The patient was stable.